Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse evaluated the unit and discovered that the board needed to be replaced due to a malfunctioning ECG port. The fse replaced the front end board and completed pm with full calibration, functional testing and safety checks to factory specifications. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), it was discovered that the front end board needed to be replaced. There was no patient involvement; thus no adverse event was reported.